Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with implant contraceptive ("post-implant pregnancy/ pregnancy (with complications)/ live birth with complications") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2017, (B)(6) 2011). Concurrent conditions included tubal ligation and c-section. Concomitant products included etonogestrel (implanon) since 2008, ibuprofen from (B)(6) 2010 to (B)(6) 2011, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2011 and paracetamol (acetaminophen) (B)(6) 2010to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with implant contraceptive (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy due to complications from the essure, kerr hysterotomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving and the pregnancy with implant contraceptive, infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. 3061.13g was the reported birth weight. The reporter considered abdominal pain, anxiety, back pain, depression, infection, pelvic pain and pregnancy with implant contraceptive to be related to essure. The reporter commented: essure did not caused any birth defects. Diagnostic results: (B)(6) 2010, hysteroscopic sterilization. Essure procedure. Tubal ostia, both seen. Essure placed r ostium, n/a coils visible. Essure placed l ostium, 6 coils visible. (B)(6) 2010: hysterosalpingogram. Impression: bilateral occlusion of the fallopian tubes. Essure device with signal arm visualized in the left fallopian tube (per mr). On (B)(6) 2011, patient learned that she was pregnant by blood test. (B)(6) 2011, surgical pathology report, right fallopian tube segment, left fallopian tube segment gross: right tube, pink glistening tubular structure 1.9 cm in length and 0.5 cm in diameter. Left tube consists of glistening pink tubular structure 2.3 cm in length and 0.4 cm in diameter. Findings: live male infant, clear amniotic fluid, apgar¿s 9 and 9, weight 6 pounds and 12 ounces. Normal pelvic anatomy with dense adhesion between left round ligament and pelvic sidewall. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Historical condition were added. Outcome of pregnancy updated from live birth, outcome unknown to live birth, child not healthy. Updated outcome of event abdominal pain. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with implant contraceptive ("post-implant pregnancy/ pregnancy (with complications)") in a 33-year-old female patient (gravida 8, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included tubal ligation. Concomitant products included etonogestrel (implanon) since 2008, ibuprofen from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) (B)(6) 2010 to (B)(6) 2011 and prenatal vitamins since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, 1 month 9 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pregnancy with implant contraceptive (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy due to complications from the essure, kerr hysterotomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain was resolving and the pregnancy with implant contraceptive, infection, depression, anxiety and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 3061.13g was the reported birth weight. The reporter considered abdominal pain, anxiety, back pain, depression, infection, pelvic pain and pregnancy with implant contraceptive to be related to essure. The reporter commented: essure did not caused any birth defects. Diagnostic results: (B)(6) 2010, hysteroscopic sterilization. Essure procedure. Tubal ostia, both seen. Essure placed r ostium, n/a coils visible. Essure placed l ostium, 6 coils visible. (B)(6) 2010: hysterosalpingogram. Impression: bilateral occlusion of the fallopian tubes. Essure device with signal arm visualized in the left fallopian tube (per mr). On (B)(6) 2011, patient learned that she was pregnant by blood test. (B)(6) 2011, surgical pathology report, right fallopian tube segment, left fallopian tube segment gross: right tube, pink glistening tubular structure 1.9 cm in length and 0.5 cm in diameter. Left tube consists of glistening pink tubular structure 2.3 cm in length and 0.4 cm in diameter. Findings: live male infant, clear amniotic fluid, apgar¿s 9 and 9, weight 6 pounds and 12 ounces. Normal pelvic anatomy with dense adhesion between left round ligament and pelvic sidewall. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received, concomitant drug added, events added :- abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with implant contraceptive ("post-implant pregnancy/ pregnancy (with complications)") in an adult female patient (gravida 8, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included etonogestrel (implanon) since 2008 and paracetamol (acetaminophen)23-aug-2010 to september 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pregnancy with implant contraceptive (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy due to complications from the essure, kerr hysterotomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain was resolving and the pregnancy with implant contraceptive, infection, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 3061.13g was the reported birth weight. The reporter considered anxiety, back pain, depression, infection, pelvic pain and pregnancy with implant contraceptive to be related to essure. The reporter commented: essure did not caused any birth defects. Diagnostic results: (B)(6) 2010, hysteroscopic sterilization. Essure procedure. Tubal ostia, both seen. Essure placed r ostium, n/a coils visible. Essure placed l ostium, 6 coils visible. (B)(6) 2010: hysterosalpingogram. Impression: bilateral occlusion of the fallopian tubes. Essure device with signal arm visualized in the left fallopian tube (per mr). On (B)(6) 2011, patient learned that she was pregnant by blood test. (B)(6) 2011, surgical pathology report, right fallopian tube segment, left fallopian tube segment gross: right tube, pink glistening tubular structure 1.9 cm in length and 0.5 cm in diameter. Left tube consists of glistening pink tubular structure 2.3 cm in length and 0.4 cm in diameter. Findings: live male infant, clear amniotic fluid, apgar¿s 9 and 9, weight 6 pounds and 12 ounces. Normal pelvic anatomy with dense adhesion between left round ligament and pelvic sidewall. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, pregnancy information and lab data updated. Essure removal date 30-sep-2011 was added. Event pregnancy (with complications) was clubbed with previously reported event. Events depression, anxiety, back pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2017, (B)(6) 2011). Concurrent conditions included tubal ligation and c-section. Concomitant products included etonogestrel (implanon) since 2008, ibuprofen from (B)(6) 2010 to (B)(6) 2011, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2011 and paracetamol (acetaminophen) (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with implant contraceptive ("post-implant pregnancy/ pregnancy (with complications)/ live birth with complications"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy due to complications from the essure, kerr hysterotomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the pregnancy with implant contraceptive, infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. 3061.13g was the reported birth weight. The reporter considered abdominal pain, anxiety, back pain, depression, infection, pelvic pain and pregnancy with implant contraceptive to be related to essure. The reporter commented: essure did not caused any birth defects. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2011: patient learned that she was pregnant by blood test.. Hysterosalpingogram - on (B)(6) 2010: impression: bilateral occlusion of the fallopian tubes. Essure device with signal arm visualized in the left fallopian tube (per mr).. Hysteroscopy - on (B)(6) 2010: hysteroscopic sterilization. Essure procedure. Tubal ostia, both seen. Essure placed r ostium, n/a coils visible. Essure placed l ostium, 6 coils visible.. Pathology test - on (B)(6) 2011: surgical pathology report, right fallopian tube segment, left fallopian tube segment gross: right tube, pink glistening tubular structure 1.9 cm in length and 0.5 cm in diameter. Left tube consists of glistening pink tubular structure 2.3 cm in length and 0.4 cm in diameter. Findings: live male infant, clear amniotic fluid, apgar¿s 9 and 9, weight 6 pounds and 12 ounces. Normal pelvic anatomy with dense adhesion between left round ligament and pelvic sidewall.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events persistent pelvic pain, back pain and abdominal pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 1997, (B)(6) 2002, (B)(6) 20017, (B)(6) 2011). Concurrent conditions included tubal ligation and c-section. Concomitant products included etonogestrel (implanon) since 2008, ibuprofen from (B)(6) 2010 to (B)(6) 2011, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2011 and paracetamol (acetaminophen)(B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with implant contraceptive ("post-implant pregnancy/ pregnancy (with complications)/ live birth with complications"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy due to complications from the essure, kerr hysterotomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the pregnancy with implant contraceptive, infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. 3061.13g was the reported birth weight. The reporter considered abdominal pain, anxiety, back pain, depression, infection, pelvic pain and pregnancy with implant contraceptive to be related to essure. The reporter commented: essure did not caused any birth defects. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2011: patient learned that she was pregnant by blood test.. Hysterosalpingogram - on (B)(6) 2010: impression: bilateral occlusion of the fallopian tubes. Essure device with signal arm visualized in the left fallopian tube (per mr).. Hysteroscopy - on (B)(6) 2010: hysteroscopic sterilization. Essure procedure. Tubal ostia, both seen. Essure placed r ostium, n/a coils visible. Essure placed l ostium, 6 coils visible.. Pathology test - on (B)(6) 2011: surgical pathology report, right fallopian tube segment, left fallopian tube segment gross: right tube, pink glistening tubular structure 1.9 cm in length and 0.5 cm in diameter. Left tube consists of glistening pink tubular structure 2.3 cm in length and 0.4 cm in diameter. Findings: live male infant, clear amniotic fluid, apgar¿s 9 and 9, weight 6 pounds and 12 ounces. Normal pelvic anatomy with dense adhesion between left round ligament and pelvic sidewall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events persistent pelvic pain, back pain and abdominal pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy due to complications from the essure). At the time of the report, the pelvic pain had not resolved and the pregnancy with contraceptive device and infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes were successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.